Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient developed cardiac perforation as confirmed by computerized tomography scan. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.